Manufacturer narrative:
Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Red blisters [blister], itching [pruritus], tender skin [pain of skin], for painful back [device use issue]. Narrative: this is a spontaneous report from a contactable consumer. This 71-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2018 for painful back. Medical history and concomitant medications were not reported. The patient called about the product thermacare neck pain therapy in which at the bottom of the box it stated thermacare neck shoulder and wrist, stating that she woke up with a really painful back last wednesday and had thermacare wrap at home and used it. Since it was her last one she went out and bought another box, further stating that she found the product to be helpful, but then it started itching, had red blisters, and her skin was really tender. She got the thermacare for the neck due to the pharmacist's advice and said it covered a smaller area and would be better. The patient further stated that the itching began the day after wearing the belt, stated that she wore the belt on the (B)(6) 2018 and the itching started on (B)(6) 2018. Action taken in response to the events of the product was unknown. The outcome of event itching was not resolved. The outcome of other events was unknown. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (08oct2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. No follow-up attempts are possible. No further information is expected. Follow-up (30apr2020): new information received from the product quality complaint group included: investigation results. No follow-up attempts are possible. No further information is expected.

Event description:
Red blisters [blister], itching [pruritus], tender skin [pain of skin], for painful back [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer. This (B)(6)-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2018 for painful back. Medical history and concomitant medications were not reported. The patient called about the product thermacare neck pain therapy in which at the bottom of the box it stated thermacare neck shoulder and wrist, stating that she woke up with a really painful back last wednesday and had thermacare wrap at home and used it. Since it was her last one she went out and bought another box, further stating that she found the product to be helpful, but then it started itching, had red blisters, and her skin was really tender. She got the thermacare for the neck due to the pharmacist's advice and said it covered a smaller area and would be better. The patient further stated that the itching began the day after wearing the belt, stated that she wore the belt on the (B)(6) 2018 and the itching started on (B)(6) 2018. Action taken in response to the events of the product was unknown. The outcome of event itching was not resolved. The outcome of other events was unknown. Follow-up (08oct2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events of "itching", "tender" and "device use issue" are non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "blisters" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events of "itching", "tender" and "device use issue" are non-serious. The events are medically assessed as associated with the use of the device.